Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that delivery summary data was missing from pump history. Upon review of pump data with tandem technical support, customer was made aware that the issue was likely due to daylight savings time change. Customer reported changing the time late at night which may have caused overlap of data. There was no reported impact to customer's blood glucose level.